Event description:
It was reported that during a (B)(6) transmission, the patient's -automatic mode switches- were not available to view. The ams log clearly showed that three ams episodes had occurred. It appears that the egms may have either been corrupted on the implanted device or that maybe the remote transmission failed to read the egm data appropriately. No patient symptoms were noted.